Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a single occurrence of sf74. The device software was upgraded to address the issue. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.